Event description:
It was reported that the bd alaris smartsite extension set leaked during use. The following information was provided by the initial reporter: "we recently had a report of a leaking extension set. It looks like after the extension set was found to be leaking, the needless connector was changed and it continued to leak."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set leaked during use. The following information was provided by the initial reporter: "we recently had a report of a leaking extension set... It looks like after the extension set was found to be leaking, the needless connector was changed and it continued to leak."